Event description:
It was reported that pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Customer was advised to call back when pump was available so troubleshooting could be continued, and no further actions were documented.